Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill, back light or rewind anomaly noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was hard to press due to rainbow effect and buttons were stick down when customer press them. The customer stated that backlight was barely operated, there was unusual grinding noise during rewind, rewind was slower, had unexplained, random no delivery alarm and button always respond when customer first press them. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.